Event description:
It was reported that the unit may have caused burns to the skin of the patient at the incision site. It was further reported that the insulation on the unit was checked by the customer and was found to be fine.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.